Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. It is reported that patient was hospitalized in (B)(6). Husband of end-user did not provide name of facility or health care provider. Husband of end-user was provided with product's ingredients which includes (B)(4). Lastly, it is reported that poison control was notified. Results from quality evaluation performed on (B)(6) 2014 showed that this product was approved on-site and was found to be manufactured to specification. The artwork was reviewed and provided details as to 'what the product is and how it should be removed.' The analysis suggested that issue was an instance of human error in using this product. Without a lot number, further investigation cannot be completed. In addition, a review of the complaint listing for the previous 12 months for this product indicates that was the (B)(4) complaint registered for this date and complaint issue. In conclusion, this is an isolated incident and trends will be monitored by the complaint's committee. No add'l patient details have been provided to date. A return sample for evaluation is not expected. Should add'l info becomes available, a f/u report will be submitted.

Event description:
Husband of end-user reported that his wife (end-user) ingested approximately one half of the bottle while his back was turned. It is reported that powder and plastic was noticed inside end-user's mouth and tried to scoop it out. It is also reported that approximately three (3) hours later; end user suffered a seizure and was subsequently hospitalized where she remains in the ICU.